Event description:
The hosp reported that a couple of weeks ago, a pt had developed a necrotic spot right over the area where vein harvesting was performed. It stated from minor blistering over the skin. The blisters presented 1-2 days postoperatively in the mid-thigh and mid-calif region. The vein was harvested from the groin to the ankle. The blisters are being treated with xeroform dressing changes. The surgeon did not hear of any subcutaneous emphysema during the vein harvest. The pt is currently doing fine. This report is being filed for the medical intervention performed and not because of device malfunction.